Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas pure c303 analytical unit. Results for the sodium (na) test were affected. Initial result: 149.8 mmol/l. The customer identified the initial result as high and repeated the sample 10 times on (B)(6) 2024. The repeat results were 150.3 mmol/l, 142.0 mmol/l, 141.5 mmol/l, 142.3 mmol/l, 141.7 mmol/l, 142.8 mmol/l, 142.8 mmol/l, 142.4 mmol/l, 142.5 mmol/l, and 142.2 mmol/l. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The na electrode lot number was x9369. The expiration date was not provided. Qc was within the assigned ranges on the day of the event. The field service engineer checked the vacuum system and did not identify any problem. He decontaminated the instrument as a general remedy measure for issues with the ise. The root cause was consistent with a maintenance issue. No further issues were reported afterward.